Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider stating the ins hasn't worked in years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for arachnoiditis. It was reported that the patient's device was not working. They did not know if it was due to battery depletion. No further complications were reported as a result of this event.